Event description:
It was reported that the wake button was sticking. Customer applied more force to the button and the wake button performed as intended. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.